Event description:
It was reported that impedances greater than 40,000 ohms was measured on electrodes c+, 0-. Impedances were measured when the system was connected and there were no problems found. When the healthcare professional (hcp) began to close the patient¿s incisions, impedance was read again and there were no problems found. High impedance was measured after the incisions were closed. The patient¿s hcp decided to no re-open the patient. Reprogramming was done. Prior to the procedure the patient¿s original contact was c+, 9- so the patient was programmed to 10+, 8-. The manufacturing representative was unable to determine if there was any therapeutic difference. The patient status at the time of this report was alive with no injury. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4) implanted:(B)(6) 2014, product type extension product ID: 3387s-40, lot# v514979, implanted: (B)(6) 2010, : product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).